Manufacturer narrative:
On 01/17/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Note: facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 480cc and suffered from generalized illness symptoms and breast pain. The patient experienced dizziness, brain fog, trouble balancing, pressure in head on both sides of temples, headaches, migraines, severe joint point pain, pain in front of both armpits, hip pain, pelvic pain, lower back pain, neck pain, muscle weakness, heart palpitation, chest pain, racing heart, ringing in the ears, shallow or heavy breathing in her chest, a lot of sinus problems, sinus infections, dry eyes, vision disturbances, decreased vision, burning tears, chronic fatigue, no motivation, extremely sensitivity to heat and cold weather, a lot of weight gain, cannot loose the weight, heat rashes under both breasts, heat rashes on chest, memory loss, forgetfulness, trouble concentrating, mixing up words when trying to form sentences, a cough that will not go away, ibs symptoms, stomach cramps, severe bloating, reoccurring bacterial vaginosis, lots of inflammation over face, inflammation all over body, dry elbows, hair is also thinning, bad anxiety, panic attacks, feeling of her dying, lump in the back of her throat that will not clear, constantly clearing her throat , throat feels very swollen, severe heart burn, premature aging skin, skin sensitivity to make up, numbness in hands arms, numbness in legs, changing in her menstrual cycle. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.